Manufacturer narrative:
The hill-rom technician found the sling (reposheet) was disposed of by the account. Therefore, hill-rom was unable to examine the product. In the instruction guide for solo reposheet (7en161108), the care and maintenance section states: solo reposheet accessory is a disposable item that is intended for individual use only. Write the patient¿s name on the product label which is on the back side of the sheet. Solo reposheet accessory should no longer be used: when it is soiled or if it is suspected of being contaminated. If it is damaged. When the patient no longer requires it. Dispose of the solo reposheet accessory in accordance with hospital's or care facility regulations. Solo reposheet accessory can be recycled by incinerating. The sling was replaced to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating one of the straps on one side of the sling tore loose. The strap of the sling did not come off of the lift. The lift was located in the patient room at the account. There was no patient or user injury reported. (B)(4).